Event description:
It is reported that the implant box was damaged in transit. Both the outer and inner packages were damaged.

Manufacturer narrative:
Evaluation summary: based on the available info, the reported failure and observed damage are most likely related to shipping/handling. Shelf carton exhibits crushing and creases as returned. The end panel wrap around label is broken and the label has been peeled open. Both tyvek lids are partially peeled open from the same end. Both cavities are cracked and stressed and a section of the lip of the outer cavity has been fractured off at the same end where the seals are broken. The opposite ends of the cavities and seals are intact. The device does not display any visible signs of damage. Mfg documentation was reviewed and indicates that the device was mfg, inspected, and packaged to specification.